Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the users reported 'settings not staying'. Also, found an instance of tf 545 on the event log. After reviewing the logs, one instance of tf 300 (device in failsafe) and tf 545 (insp valve out of range) occurred on (B)(6) 2024.

Manufacturer narrative:
Device evaluation update: g6, h2, h3, h6 and h11. Root cause: review of the logs confirmed the device provided tf 545 and 300. After performing inspiration block test and calibration, the device errors cleared and passed all subsequent testing.

Event description:
Additional information received indicates that upon review and communications between technical service and the end user, it was determined that the device was operating as expected.